Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the customer to inspect the o-ring and clean the pneumatic tap area, after which the customer successfully completed the load process and resumed insulin therapy.